Manufacturer narrative:
On nov 26, 2025, the mentor failure analysis lab received two devices for evaluation (lot numbers 6539402 and 6816190). Since it cannot be determined which is the impacted product, both devices were evaluated. Device a evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. A manufacturing record evaluation was performed for the finished device 6539402 number, and no non-conformances were identified. Manufacturing date: jan/10/2012. Expiration date: jan/31/2017. Device b evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. A manufacturing record evaluation was performed for the finished device 6816190 number, and no non-conformances were identified. Manufacturing date: apr/03/2014. Expiration date: apr/30/2019. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient with unspecified mentor gel breast implants. Implant failure (side unknown) showed on scans, however, the implant was intact upon explantation. The implant information was provided for both breast prostheses; however, it is unclear which is the impacted product. If additional information is received regarding the correct complaint device, a supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 6816190 number, and no non-conformances were identified. Manufacturing date: apr/03/2014. Expiration date: apr/30/2019. A manufacturing record evaluation was performed for the finished device 6539402 number, and no non-conformances were identified. Manufacturing date: jan/10/2012. Expiration date: jan/31/2017. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined with the available information. Reason for device explant and/or reoperation: implant failure. Manufacturer¿s reference number: (B)(4).